Event description:
They removed a piece of tampon from me - vagina [foreign body in reproductive tract]. They removed a piece of tampon from me [device breakage]. Case narrative: consumer reported via email that a piece of tampon was removed during her obgyn appointment. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.